Event description:
Additional information confirmed that the cause was unknown. No additional patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient has high impedances on multiple electrodes (40k ohms). The rep met with the patient at her post op appointment on (B)(6) 2019 and started reprogramming the patient for better back coverage. The rep can't remember if the impedance check was prompted by out of regulation alerts or that the patient didn't feel stimulation when increasing, but the rep checked and found that electrodes 1, 9, 10, 11, 12, 13, and 15 were "marked as do not use" or "avoid". The rep asked the patient if anything out of the ordinary happened such as a fall had occurred since the surgery and the patient denied anything happening. The rep was able to successfully reprogram for adequate pain relief and full coverage of the intended target area. The findings were discussed with the physician. It was noted the patient medical history includes fbss. No further complications were reported. No additional patient symptoms were reported.